Manufacturer narrative:
(B)(4).

Event description:
A report was received that one of the patient's incisions at the anchor site opened up. The incision was sutured closed. The patient was reportedly doing well.